Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that unspecified alarms occurred. In addition, it was reported that the battery depletes faster than expected and that the "touchscreen sensitivity was horrible." There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.